Event description:
During a pulsed field ablation to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. The catheter was prepared per the device instructions for use (IFU). When the flush line was connected to the catheter, the drip was noted to be slow. The drip at the tip of the catheter was checked, and the drip was noted to be at a slow rate. The pressure in the pressure bag was increased to full pressure. When attempting to disconnect the flushing line from the catheter, the flush line and catheter were stuck. Surgical clips were used to try to get the components unstuck, but the components remained stuck. The flush line connection then broke. Thus, the catheter was replaced with another farawave catheter, and the procedure was completed successfully. No patient complications were reported. The catheter was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted a visible obstruction in the luer. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Flushing of the device was not possible due to the obstruction in the luer. Dissection of the catheter confirmed a plastic obstruction inside the luer. It is likely that this obstruction occurred during the procedure when the flush line was being connected to the catheter luer and/or during the subsequent attempts to disconnect it. Additionally, it is likely that the plastic fragment found inside the catheter luer likely originated from an external syringe or irrigation device. The fragment appears to have detached and become lodged in the luer due to excessive force applied during connection or handling, compromising fluid flow and device performance. This can occur when the device is used contrary to the instructions for use, such as by applying excessive pressure or forcing the connection. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device analysis details updated.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. The catheter was prepared per the device instructions for use (IFU). When the flush line was connected to the catheter, the drip was noted to be slow. The drip at the tip of the catheter was checked, and the drip was noted to be at a slow rate. The pressure in the pressure bag was increased to full pressure. When attempting to disconnect the flushing line from the catheter, the flush line and catheter were stuck. Surgical clips were used to try to get the components unstuck, but the components remained stuck. The flush line connection then broke. Thus, the catheter was replaced with another farawave catheter, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted visible obstruction of the luer. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Flushing of the device was not possible as there was a plastic obstruction noted on the luer. Dissection of the catheter identified the plastic obstruction inside the luer. It is likely that this damage occurred during catheter positioning or via the handling of the device during retraction. Additionally, images provided show obstruction on the luer. The reported event was confirmed via analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During a pulsed field ablation to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. The catheter was prepared per the device instructions for use (IFU). When the flush line was connected to the catheter, the drip was noted to be slow. The drip at the tip of the catheter was checked, and the drip was noted to be at a slow rate. The pressure in the pressure bag was increased to full pressure. When attempting to disconnect the flushing line from the catheter, the flush line and catheter were stuck. Surgical clips were used to try to get the components unstuck, but the components remained stuck. The flush line connection then broke. Thus, the catheter was replaced with another farawave catheter, and the procedure was completed successfully. No patient complications were reported. No patient complications were reported. The catheter was returned for analysis.